Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they used to charge their implant once a week on tuesdays and implant always had 50% left on it. Patient reported now every tuesday for the last 3 weeks when they go to charge their implant battery level has only been at 10% instead of 50%. Patient initially stated they have not had any changes in therapy settings since implant. Reviewed therapy overview and general overview of how therapy adjustments/increasing stimulation can affect charge frequency. Redirected patient to their managing healthcare provider to further discuss therapy settings. Patient later stated they have adjusted/increased the strength of the stimulation once. Patient stated they will check charge level more frequently than once per week to ensure charge level does not get too low to maintain therapy. Patient provided event date as this has been the 3rd week.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.